Event description:
Reporter alleged obtaining a discrepant blood glucose result in the 500-599 mg/dl range back to back with a result in the 170-179 mg/dl on the advantage system when testing was performed less than 10 minutes apart. Reporter indicated that he was not experiencing any hypoglycemia or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that the strips used in the allegation are no longer available and so no product will be returned for evaluation.